Event description:
It was reported that the insulin pump was dropped. The bottom end of the insulin pump broke off. The patient's blood glucose was 86 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a disconnected battery tube. The insulin pump had a detached end cap and was missing the motor. The insulin pump was also received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)